Manufacturer narrative:
The primary operative note talks about the visit of the pt and does not have the surgical note. The revision note states that the pt had a large cyclops lesion superiorly and inferiorly. He also had lots of scar overgrowth. Synovectomy was performed to remove the scar around the patella. The articular surface was removed to remove scar overgrowth posteriorly. To date, no x-rays or product have been provided. A root cause for the event remains undetermined with the info provided. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain. During the revision it was noted that there was a large cyclops lesion with a lot of scar overgrowth.